Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock due to oversensing noise. It was noted that this s-ICD system failed auto setup in the secondary vector because of small r waves and a low r/t wave ratio. Noise was reproducible in primary and alternate vectors but not in secondary. Programming with 2 times gain was considered but carried high risk of inappropriate shocks. Given the severe anxiety of this patient, physician and patient agreed to disable the therapy. Sec vector was programmed and the therapy was turned off. Currently, this product remains in service and no additional adverse patient effects were reported.